Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry anomaly occurred. The patient was brought in clinic, however, the device was able to be interrogated via ble telemetry as normal. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth low energy (ble) was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the loss of ble connectivity. The cause of the ble lockout was due to multiple unsuccessful connection attempts.